Event description:
It was reported that during the procedure, when the handle was removed from the anchor the doctor realized that two of the four sutures of the anchor were broken; the procedure was completed with the other two sutures of the anchor. No delay or patient injury reported.

Manufacturer narrative:
Device has not been returned for evaluation. The clinical details were reviewed, and it was reported that the anchor was hammered into the bone prior to being threaded in.